Event description:
The customer reported her blood glucose reached 18.9 mmol/l (340 mg/dl) less than 4 hours after the pod was activated. Upon further inspection she noticed the needle never deployed the cannula into the infusion site.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.